Event description:
Customer reports, a pediatric nurse was stuck with the lancet following use of the device. The nurse was collecting a blood sample from an infant. The device was placed on the infant's heel and functioned appropriately. After obtaining the sample, the nurse picked the device up off the counter and was stuck by the lancet. The lancet had not retracted. According to the reporter, the nurse followed proper procedures for using the device. The nurse was stuck sufficiently to draw blood. No follow-up treatment is planned for the nurse.

Manufacturer narrative:
The actual sample was not returned. Thirty-five pieces were returned and evaluated. Examination by fiber optic light (for broken locking tabs) was unremarkable. Each unit functioned and worked properly, locking in each instance. Device unlocking force was measured and found to be well above the minimum specification. Without the actual sample co is unable to determine a cause for the reported problem. A review of the lot history found it met quality levels for release. These devices functioned properly as expected. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.